Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the pump display screen was scratched, making it very difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the display lens was observed to be scratched. During testing, the pump was powered on and the display screen appeared discolored. Unrelated to the complaint, the bolus button cover was missing from the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.